Event description:
User experienced a leak from the analyzer. The main water tank overfilled causing a leak onto the floor and into a walkway. No patient samples were involved. No operators were harmed. The field service representative determined there was debris in the water supply line due to a missing filter causing the incoming water supply valves to stick open. He removed the valves, cleaned di tank beads from the valves and replaced the missing filter. Performance tests were performed which were within specification.